Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were referenced in the article. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients referenced in the article is male/69 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: increase of ventricular interval during atrial fibrillation by atrioventricular node vagal stimulation: chronic clinical atrioventricular-nodal stimulation download study. Circ. Arrhythmia electrophysiol. 2015;8(3):562-568. Concomitant medical products: product ID: mdt-ICD consulta. (B)(4).

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillators (icds) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were patients who had dislodged atrial leads, atrial lead pacing thresholds that were too high, device connection issues, and implant site infections. The article indicated that some dislodged leads that were repositioned. The status of the remaining leads and devices is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.